Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-06149 addresses the other device. It was reported to boston scientific corp that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2009. According to the complainant, roll off was achieved after approx 20 mins. However, the physician indicated that this was longer than what was typically seen to fully ablate. Post procedure, a CT scan was performed of the ablation site. The ablated area appeared to be smaller than the expected 3 centimeters, which should reflect the electrode size. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.